Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown persona posterior stabilized cemented femoral component size 6 left catalog #: ni lot #: ni, unknown persona posterior stabilized articular surface size 3-5 cd left catalog #: ni lot #: ni, unknown bone cement catalog #: ni lot #: ni. Report source - foreign: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address pain and tibial loosening approximately three (3) years post-operatively. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   The following sections were updated: b4; b5; d4; d10; g4; g7; h1; h2; h3; h6. Visual examination of the returned product/provided pictures identified signs of use (nicked and gouged) and bone cement remains on parts of the implant. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.